Manufacturer narrative:
Arjo was informed by (B)(6) hospital located in (B)(6) that the middle section of the enterprise 5000x bed frame was bent. The facility staff did not provide any information regarding patient involvement and no injury was reported. The device evaluation revealed that the bent frame was a consequence of the radius arm dislodgement from the bed¿s subframe. It was also observed that due to this issue the backrest actuator got damage. The simulations carried out by the manufacturer showed that two potential situations may lead to the reported radius arm detachment and bed damages. The first one when the backrest is blocked with an obstacle in the position of 45 degrees. And the second one when an obstacle is put between the base frame and radius arm. Based on testing results, it can be concluded that the reported malfunction itself cannot lead to the radius arm detachment and bed collapse and if the bed is used according to the procedure described in instructions for use dedicated to the enterprise 5000x bed (IFU 746-577-en_16). IFU warns: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement¿. In the arjo technician opinion, the bed movement could be blocked by the railing on the wall in the corridor, however this scenario could not be confirmed without first-level evidence. In summary, the enterprise 5000x bed did not meet the manufacturer¿s specifications. There was no information regarding patient involvement. The complaint decided to be reportable in abundance of caution due to the malfunction of enterprise 5000x (radius arm detachment).

Event description:
Arjo was informed by (B)(6) hospital located in (B)(6) that the middle section of the enterprise 5000x bed frame was bent. The facility staff did not provide any information regarding patient involvement and no injury was reported. The device evaluation revealed that the bent frame was a consequence of the radius arm dislodgement from the bed¿s subframe. It was also observed that due to this issue the backrest actuator got damage.